Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the sapien 3, sapien 3 ultra, sapien 3 ultra resilia valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The reported event for increased gradients was confirmed based on medical record. Available information suggests that patient factors (pre-existing comorbidities) likely contributed to the event as the patient had vast comorbidities (i.e. . Hypertension, hyperlipidemia, diabetes mellitus ii, end-stage renal disease-hemodialysis, etc.), which are known factors that may increase the risk of early valve degeneration, resulting in increased gradients. Calcification has been shown to occur at accelerated rates in patients with renal failure. Patients undergoing hemodialysis and renal replacement therapy have been found to develop calcification at earlier ages. The duration of dialysis also plays a major role in the development of calcification. The presence of coronary artery calcification in the dialysis population can result in increased gradient or stenosis. In addition, diabetes mellitus (dm) could also be a risk factor for bioprosthetic heart valve calcification, which can lead to valve stenosis. And hypercholesterolemia could be a risk factor for calcification as there are pathophysiologic similarities between calcification and atherosclerosis. Several studies have documented a correlation between lipids and calcification and found that both coronary calcification and aortic valve calcification progress more rapidly in subjects with low-density lipoprotein (ldl) levels. Ldl levels have been found to have a stronger correlation with coronary calcification than age, sex, blood pressure, fasting, insulin level, or smoking, which can result in increased gradient or valve stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per medical records received, approximately (B)(6) post implantation, the patient presented to the emergency department with worsening shortness of breath and hypotension that had acutely progressed during hemodialysis. The patient also reported increasing difficulty with urinary flow over the preceding weeks. Hemodialysis was administered on admission, resulting in 2 liters of urinary output and mild improvement in dyspnea. A cardiac consultation was completed, and a transthoracic echocardiogram was performed which demonstrated a hyperdynamic left ventricle, a mean aortic gradient of 47 mmhg, an aortic valve area by velocity time integral (vti) of 1.4 cm2, and a doppler velocity index of 0.32. The patient was planned to undergo computed tomography (CT) transcatheter aortic valve replacement (tavr) for further evaluation, while dyspnea and end stage renal disease (esrd) were to be medically managed. Although a valve in valve procedure was noted as the anticipated intervention, no procedure had been scheduled in the available records.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years, 7 months, 3 days post transfemoral tavr with a 23mm sapien 3 ultra valve, the patient presented with shortness of breath and hypotension due to severe stenosis. The peak gradients are 94mmhg, and the mean gradients are 47mmhg with a valve area of 1.47cm2. There is planned for intervention (thv-in-thv), however, there is no scheduled procedure date at this time. The patient is still being worked up.